Event description:
It was reported that the pt has expired due to the rupture of the av groove, after removal of the prosthesis. It was reported by the surgeon, that there was extreme calcification of the total device with severe stenosis. It was also reported that the device was removed in many pieces. The date of death and implant duration are unknown. Info learned per response from the surgeon.

Manufacturer narrative:
Device not returned.